Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge due to the cartridge being pulled. A new cartridge was loaded resolving the issue. Blood glucose level was 146 mg/dl.